Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty positioning the device in this incident could not be determined. It should be noted that the mitraclip system instructions for use (IFU) states that the gripper line removal should be performed prior to the mitraclip system removal. The reported user error was associated with the user removing the entire mitraclip system prior to removing the gripper line, however, this would not have contributed to the reported difficulty positioning. The reported foreign body (failure to retrieve mitraclip system components) appears to be related to the gripper line being left in the anatomy. The reported patient effect of failure to retrieve mitraclip system components, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement with the clip delivery system (cds) and gripper line left in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Three clips were successfully deployed. The fourth ntr cds (80419u195) was advanced to the mitral valve. After grasping, it was noted that the system was bowing due to tension. The system was retracted and the tension was released. The clip was successfully deployed; however, after deployment, the m-knob was quickly removed, and the tip of the cds jumped toward the atrial wall. The entire mitraclip system was then removed prior to removing the gripper line; therefore, the decision was made to leave the gripper line in the anatomy and cut it at the groin. Four clips were implanted, reducing mr to 2. No additional information was provided.